Manufacturer narrative:
No device was returned and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation showed the device was manufactured according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as the last step in the process. This leak test would have detected any holes, leaks, or weak spots in the catheter if it had existed at the time of manufacture. It was further reported that there appeared to be "a clot within the tube". Without an evaluation of the device the complaint cannot be confirmed and a root cause cannot be determined. The instructions for use (IFU) contains the following precautions and warnings: do not flush against resistance. Occluded/partially occluded catheter - if resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. If the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A leak was noted coming from the insertion site that would soak the dressing and linens surrounding the patient. The line was exchanged and after inspecting it, there is a pin hole leak that is distal to the hub that would be just inside the patient. It cannot be seen with the naked eye because it is too small but while flushing saline, there is a notable leak coming from there. On the cut internal portion, it was noted that there seemed to be a clot within the tube. Facility considered maybe it was more of a maintenance issue than a product issue at this point.